Event description:
It was reported that catheter break occurred. An opticross 6 hd imaging catheter was selected for use to view the target lesion. During procedure, the catheter malfunction and the catheter cracked. The procedure was completed successfully. The patient was stable.

Manufacturer narrative:
Initial reporter address - (B)(6).

Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was returned for analysis. Visual inspection revealed kinks in the imaging window assembly.

Event description:
15sep2022 gcb it was reported that catheter malfunction and the catheter cracked. An opticross 6 hd imaging catheter was selected for use to view the target lesion. During procedure, the catheter malfunction and the catheter cracked. They were unable to give more details and said they saved the catheter to return. The procedure was completed successfully. The patient was stable and none of the catheter was in the patient after the "crack.